Manufacturer narrative:
On (B)(6) 2024, j. Hartley reported that a 72-year-old male patient who had allegedly suffered from an infection involving a previously implanted eleos proximal femur replacement, underwent a revision surgery to replace the 98mm eleos proximal femur and 40mm male-female midsection. The cemented segmental stem implanted during the primary surgery remains implanted in the patient. All inspection and manufacturing data was reviewed for the eleos implants; the lots were found to be conforming to specifications and no manufacturing abnormalities were observed. The eleos IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that may contribute to adverse effects. The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the infection was not related to the design, manufacture, and/or sterilization of the eleos implants. The following mdrs were submitted as part of this event. 3013450937-2024-00015 3013450937-2024-00017.

Event description:
On (B)(6) 2024, j. Hartley reported that a 72-year-old male patient who had allegedly suffered from an infection involving a previously implanted eleos proximal femur replacement, underwent a revision surgery to replace the 98mm eleos proximal femur and 40mm male-female midsection. The cemented segmental stem implanted during the primary surgery remains implanted in the patient. The primary surgery to implant the eleos proximal femur replacement took place on (B)(6) 2023. According to j. Hartley, the infection was initially reported to doctor siram who scheduled a revision surgery to perform a washout.